Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the sheath was inserted, it was observed that air was continuously drawn. It was noted that there was a crack in the three-way stopcock connection. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.